Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed alert on ventricular lead impedance is greater than the upper limit which potentially due to physiologic as the trend was increasing gradually. No programming changes or interventions were reported. No patient condition was reported.